Event description:
It was reported that the pump could not be charged properly without the customer maneuvering the cable into the charging port. The customer¿s blood glucose was 120 (mg/dl). Reportedly the customer continued to use the pump for insulin therapy.